Event description:
It was reported that during implant of the atrial lead, once positioned, the impedance measurements were high. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.